Manufacturer narrative:
Updated based on the additional information received on august 5, 2024. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that the knotted suture broke at the end of the surgery; in order to make apical suspension of the vaginal cupula, it cuts spontaneously at 2 stitches. It is reattempted with the ends that remain loose and continues to break. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, "at the end of the surgery, in order to make apical suspension of the vaginal cupula, it cuts spontaneously at 2 stitches. It is reattempted with the ends that remain loose and continues to break." The event description most likely suggests that the dart detached. The procedure was completed with another of the same device. No patient complications were reported.